Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.

Event description:
Patient alleges the infusion device did not deliver insulin. Patient stated on (B)(6) 2013 at 9:30 am his blood glucose level was 235 mg/dl, and he administered 6 units of insulin via the infusion device. Patient reported that at 11:30 am his blood glucose level was over 700 mg/dl, he felt sick with abdominal pains and diarrhea and then his partner called the ambulance. Patient's normal blood glucose range was not provided. Patient stated he was taken to the hospital where he received insulin via infusion and the doctor removed the infusion device. Patient reported he began using the infusion device again on (B)(6) 2013 and his blood glucose level was 135 mg/dl. Patient stated at 12:30 pm his blood glucose level was 274 mg/dl and he administered 5-6 units of insulin via the infusion device. Patient reported that at 1:30 pm his blood glucose level was 308 mg/dl and he stopped the infusion device and received an infusion of insulin. No further information is available. Requested return of the alleged infusion device for evaluation.